Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented for a lead revision. Ra pre-existing lead insulation was revealed. The lead was extracted. The patient is doing well and will continue to be monitored.